Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the patient¿s shower bag could not be confirmed through this evaluation as the product was not returned for evaluation and no photographs depicting the issue were provided. Furthermore, a specific cause for the event could not be determined. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide instructions for shower and the use of the shower bag and state that the bag should be allowed to drip dry completely before being used again. They also state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's shower bag had fluid ingress. The patient was showering and two batteries got slightly wet. The shower bag was used appropriately. The shower bag was new and was not showing any signs of wear.